Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04097 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced physical pain, chronic infections, constant lower urinary tract obstruction and urinary retention, constant pulling sensations across pelvic area, foul odor, mesh erosion, increased stress urinary incontinence, repetitive vaginal infections and obstruction of the bladder neck. All other information, including the patient's current condition, is unknown and reportedly unavailable.